Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges additional surgery to remove the device; however no details have been provided. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification and there were no sterility issues found. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2015, patient underwent surgery for repair of an umbilical hernia. As alleged, a bard/davol ventralex st mesh, was implanted into patient¿s body to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2015, patient suffered a bowel obstruction due to inflammatory adhesions and underwent an invasive surgical procedure to remove the ventralex st hernia patch. As reported, patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. As alleged, the product implanted in patient failed to reasonably perform as intended. It caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgery to repair the hernia that the product was initially implanted to treat. As alleged, patient as caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex st mesh.